Manufacturer narrative:
Siemens has completed an investigation of the event. The investigation was performed considering complaint description, customer service reports, system history, log file analysis, and cc-part analysis. Investigation showed that the anode rotation drive of the x-ray tube was blocked. Why or how the anode rotation drive was blocked could not be determined. Following the exchange of the x-ray tube, the system worked as intended. The occurrence rate of the pattern was checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis q zeego device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of the issue. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q zeego unit. During an emergency patient procedure, no x-ray could be released. The procedure had to be continued on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.